Event description:
The event occurred on an unspecified date and involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was leakage on prepierced y-site. There was unknown patient involvement, unknown patient harm and unknown delay in critical therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. A lot number has been provided. A device history lot review is pending.

Manufacturer narrative:
Received one used list #142560488, primary plum set for inspection. No damages or anomalies noted. The set was leak tested and primed according to specifications and no leaks were observed. The complaint of leakage on prepierced y-site couldn't be confirmed because the leakage could not be replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.